Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 3006705815-2018-01946. It was reported the patient underwent a revision surgery of her scs leads due to migration of the leads. During the procedure the leads were replaced with new ones. The patient reported receiving effective stimulation therapy coverage postoperatively.